Manufacturer narrative:
Device manufacture date not available at the time of this report. The investigation is in progress.

Event description:
A medtronic representative reported that while in a spine case, they experienced poor image quality when using the philips 12 inch dv polsera c-arm with the stealthstation s7 system. He could see the cal-target, but the images looked hazed-over and washed-out, unable to activate the image. Medtronic technical services conferenced in a medtronic engineer, who walked through verifying that the calibration target was fully seated on c-arm. The medtronic representative reported that the kv was set to 90; he had tried lowering it to 85 kv and the image came across with a haze on it. Next, switched to the manual technique and raised the kv by 3-5 units in order to give a less grayed out image. The empty image was acquired and appeared fine. The surgeon completed the surgery with the use of the stealthstation navigating off the ap images only, as the lateral images would not come across. There was no impact on the pt outcome.